Event description:
It was reported that the videoscope experienced a blackout when the angle was applied. The issue occurred during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the root cause of the event could not be determined. The inspection by the x-ray permeation device, the non-destructive inspection, detected a kink on the image sensor cable in the bending section of the insertion section. Though it is a presumption, the kink on the image sensor cable may have caused disconnection and short-circuit of the output signal cable, resulting in the phenomenon that no image showed up during the angulation operation. The probable cause of the kink on the image sensor cable is application of load exceeding assumption such as excessive twisting and bending to the image sensor cable, resulting in external strong load being applied to the image sensor cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that instructions operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device. Update device available (d9). Corrected report source (g2).